Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ljk669 number, and no non-conformances were identified. Investigation summary: an empty opened foil and one needle-suture in two section of product code w9552, lot ljk669 were returned for analysis. The product code is double armed. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were noted to be as expected. Open braid was found, and the end of the suture piece was observed cut appears to be by use of a surgical instrument. The other section of the suture was examined open braid was observed and the end of the suture was cut. In addition, the end was matched with the extreme of the needle/suture piece. A functional test was performed in one of the suture pieces and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample.

Event description:
It was reported that the pediatric patient underwent a strabismus procedure on (B)(6) 2019 and suture was used to sew the eye muscle. During sewing, the needle was torn from the suture. The thread broke and it was reported to be noticeable that there were weak points on the suture where the suture woven was loose. The procedure was completely successfully. There were no adverse patient consequences reported.